Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. It was noted that this occurred post placement of left ventricular assist device (lvad). The device was reprogrammed to turn the lead off. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.